Event description:
It was reported that during the procedure to replace the right ventricular lead, the patient was exposed to electrocautery. As a result, the pulse generator exhibited an output anomaly and 5-10 seconds to recover pacing. The device was explanted and replaced. The patient felt much better after the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.